Event description:
Caller sets at two units to release the air then dials up to the dosage to the insulin amount that he's supposed to take. He stated that the plunger was locked and he was not able to press it down. He would remove the pen needle then screw it on then the insulin would release. Same thing happened on two different insulin pens, so he believes the issue is the pen needles. The user confirmed he removes the cover from the needle first then twists it on the insulin pen. Then he would remove the cover to reveal the top needle. He would adjust the dial to two units to release the air bubble, but it would jam. He was not able to release the air bubble or insulin. He also reported finding one bent needle after removing the cover.